Event description:
It was reported that the insufflator pressure in the pneumoperitoneum was inaccurate, pressure was fluctuating. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction the pressure in the pneumoperitoneum is not accurate, it fluctuates could not be identified, and for the malfunction the device cannot be started would be a printed circuit board failure. Olympus will continue to monitor field performance for this device.